Event description:
It was reported that the customer was missing a plastic label and it was discovered 2 days ago. Customer also had a high blood glucose last week that was more than 300 mg/dl. Customer left the pump at home and unable to troubleshoot. Customer stated that she is on her back-up plan. Customer stated that she was hospitalized for a high blood glucose on (B)(6) with a blood glucose of 300 mg/dl. Customer was hospitalized to equalize her blood sugar. Customer was connected to the pump during admission. Customer had no time to troubleshoot. Customer had a blood glucose of 403 mg/dl. Customer stated that she already took a correction. Customer was advised to contact a health care professional if her blood glucose did not go down. Customer stated that she will need a blue clamp and a new set. Customer mentioned that she also had a no delivery alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.